Event description:
Up/down button is defective on infusion device. No blood glucose concerns were reported. Infusion device was replaced and requested for evaluation. No additional info was available. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.